Event description:
It was reported that the target lesion was a restenosis of an unspecified previously placed stent in the internal carotid artery. The emboshield nav5 filter was deployed without issue and the delivery catheter was retracted. No resistance was noted during retraction of the delivery catheter. An unspecified stent was advanced and it was then noted that the distal part of the emboshield nav5 delivery catheter had separated and was still in the patient. The filter element had re-collapsed into the separated distal portion of the delivery catheter. The unspecified stent delivery system (sds), which had been advanced into the anatomy, was used to catch and retract the separated part of the delivery catheter, with the filter element inside it. A non-abbott filter was then advanced and the procedure was completed by implanting a non-abbott stent. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.